Manufacturer narrative:
Literature article: the importance of mehran score to predict acute kidney injury in patients with tavi: a large multicenter cohort study. Summarized patient outcomes/complications of the importance of mehran score to predict acute kidney injury in patients with tavi with a large multicenter cohort study were reported in a research article in a subject population with multiple co-morbidities including diabetes, dyslipidemia, hypertension, smoker, chronic pulmonary disease, cancer history, prior stroke, prior myocardial infarction, coronary artery disease, coronary artery bypass grafting, percutaneous coronary intervention, prior balloon aortic valvuloplasty, prior surgical aortic valve replacement, prior mitral valve repair, right/left bundle brunch block, prior pacemaker implantation, atrial fibrillation, severe aortic/mitral regurgitation. Some of the complications reported were acute kidney injury, life-long aspirin these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.

Event description:
The article, ¿the importance of mehran score to predict acute kidney injury in patients with tavi: a large multicenter cohort study¿, was reviewed. The article presented a retrospective, multicenter study to investigate if the mehran score (ms) could be used to predict acute kidney injury (aki) in transcatheter aortic valve implantation (tavi) patients. Devices included in this study were balloon-expandable (sapien xt, sapien 3, sapien 3 ultra, myval), self-expandable (corevalve evolut r, corevalve evolut pro, portico), and other (direct flow, lotus). The article concluded ms was shown to be a predictor of aki development in tavi patients. [(B)(6)]. The time frame of the study was from 2012 to 2022. A total of 1180 patients were included in this study. The average age was 82.1 years and the average gender was female. Comorbidities included diabetes, dyslipidemia, hypertension, smoker, chronic pulmonary disease, cancer history, prior stroke, prior myocardial infarction, coronary artery disease, coronary artery bypass grafting, percutaneous coronary intervention, prior balloon aortic valvuloplasty, prior surgical aortic valve replacement, prior mitral valve repair, right/left bundle brunch block, prior pacemaker implantation, atrial fibrillation, severe aortic/mitral regurgitation.